Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation additional data: e2,e3,g2. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive cause was not identified. However, it is likely the event occurred by breakage of image sensor unit. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: olympus will continue to monitor field performance for this device. This supplemental report is being submitted to provide the legal manufacturer¿s final investigation additional data: e2,e3,g2. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive cause was not identified. However, it is likely the event occurred by breakage of image sensor unit. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no image when using the bronchovideoscope. There was no patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.